Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to the patient requiring excision of skin cancer near the implant site. The patient has been reimplanted with a new device.